Manufacturer narrative:
Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use. The device also exhibits an oblique fracture at the central narrowing that transects the central post feature. All parts returned. Visual inspection also confirms that the device is of the latest design revision. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that a fractured tibial articular surface provisional was returned to zimmer biomet. It is unknown when the instrument fractured. All fractured pieces were returned. Attempts have been made and additional information on the reported event is unavailable at this time.